Manufacturer narrative:
One cadd® administration set was received for analysis in used condition. The sample was visually inspected at a distance of 12" to 24". The bonding between the tubing 12" and pump tube does not present enough solvent. A delamination can be seen in this bonding. Functional testing was performed where a leak was observed fleeing from the bonding between the tubing 12" and the pump tube. Thirty-two units were pulled from the production floor in order to verify that the bonding operation is correctly performed. No discrepancies were found. Four samples from inventory were pulled for leak and pull testing. No discrepancies were detected during leak testing and the pull testing successfully passed. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. The failure mode, a small leak at the joint in the tubing close to the cassette, was confirmed. The root cause is unknown.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a small leak was observed at the joint of the tubing of a cadd administration set. The leak was observed as being close to the cassette. No injury was reported.